Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-07262. It was reported that the patient was experiencing fever, and drainage at the lead incision site. As a result, the patient presented to the emergency room (ER) and prescribed antibiotics. Patient was to follow-up for a wound check at a later date.